Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a regional analgesia infusor with patient control module leaked. This was noticed when fluid was found in the device&#38112;carrying bag after it was removed from storage in a refrigerator. The device was filled with 12 ml of fentanyl, 60 ml of bupivacaine, 0.6 ml of adrenaline, and up to 300 ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: 06/24/2015-06/25/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed fluid inside the bag that contained the unit which indicated leakage has occurred. Functional testing was performed and revealed a hole located at the bottom of the module housing. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.